Event description:
It was reported that the impedance on the right ventricular (rv) lead has gradually been increasing and is now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: one (1) - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 02:15:02. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 1392 to 1536 ohms peak between (B)(4) 2012.